Event description:
It was reported that during testing, pump gave an air in line error message. There was no patient involvement and harm.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed, and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed.